Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hard drive, the cine hard drive, the general purpose operating system board, and the cine bridge were replaced. The software was reloaded and the hard drive was reformatted. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.